Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up noise, intermittent inhibition of pacing, and fracture were noted on the right ventricular (rv) lead. During the revision procedure the right atrial (ra) lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead broke during the explant procedure and part of it was left in the patient's body.